Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a refrigerator door that was locked and failed. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that a field service engineer ran the hardware test application (hta), which indicated a hardware failure. The system was powered down, and the latch was replaced. After replacement, the drawer was tested successfully in hta. The application was then launched, and the system was powered down. The system functioned as intended after the field service engineer repaired the device.